Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a header anomaly. It was noted that while connecting the right ventricular lead, the header broke and could not be connected. The device was removed and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of unable to loosen the v-setscrew to disconnect the v-lead was confirmed. Analysis found the setscrew could not be untightened and had to be removed by machining. Epoxy was confirmed to be the substance found in the v-connector block threads, which caused the setscrew to be stuck in place and unable to untightened by the wrenches. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.